Event description:
The reporter stated that the device result was 529mg/dl. The user's spouse called the doctor and they were advised to go to the ER. In the ER the reporter said the patient's blood glucose was under 200mg/dl. A lab was performed and the lab result was 130mg/dl. The device user was released from the hospital later the same night. No treatment was given.